Event description:
Event description guidant received information that this implantable cardioverter defibrillator exhibited noise on this ventricular sensing lead. This noise was sensed by the device, and resulted in the generation of inappropriate episodes, all of which were diverted. During these periods of noise, however, pacing inhibition associated with syncope was observed. It was reported that this noise could be reproduced through arm movement. All lead measurements, including impedance measurements, remained normal. A guidant technical services consultant reviewed electrograms associated with the pacing inhibition, and suspects a loose connection between the device and the lead. Technical services recommended additional evaluation, which will be relayed to the physician.